Event description:
Patient reported that a tooth broke that require a filling and crown. Aligners do not fit now because of the dental work. Requested additional information for evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.